Manufacturer narrative:
The 14fr esheath was returned to edwards lifesciences for evaluation. The sheath was visually inspected, and no abnormalities were noted. After preliminary evaluation of the returned sheath, there was no damage observed and no allegation of device malfunction.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a (14fr sheath is 5.5mm). In this case, the cause for the artery perforation is unknown as it is unclear if the artery perforation was due to the closure device or due to the sheath. However, the injury may be related to patient factors (vessel tortuosity) and/or procedural factors (device manipulation, failed closure device). There was no allegation or indication a device malfunction contributed to this adverse event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through a european clinical study, after successful deployment of a 26mm sapien 3 ultra valve by transfemoral approach, upon completion of the procedure a perforation at the level of the arteriotomy was noted requiring vascular repair. The delivery system was removed without any injury to the patient. As reported, there was oozing around the sheath that was not improving despite manual compression after sheath removal. The vascular closure failed as the operator was unable to secure the sutures on the first 2 closure devices. A third closure device was inserted and once again failed. A run off of the femoral arteries revealed a perforation at the level of the arteriotomy. It was felt that a stent may not be the best option considering the size of the perforation and hematoma formation around the vessel.  A covered stent was implanted at the level of the lfa to the iliac. This restored adequate flow through the femoral artery however the stent had blocked off flow to the profunda. The patient left the room in stable condition and was transferred to the operating room for vascular repair. The sheath was inspected on the back table and appeared normal.  The patient¿s femoral vessels, minimum luminal diameter (mld) were measured 9mm with some tortuosity.